Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the display was found to be a dim red color. During testing, the keypad was found to have a tear next to the up symbol and the ok button was found to be intermittently unresponsive. The keypad was removed for further investigation and contamination was noted underneath the ok, down, up, and contrast button contacts. The battery compartment was found to be cracked between the case seal and the battery cap through the grip. No battery cap was returned with the pump; a test cap was used for the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.